Event description:
It was reported that the "procedure encountered bleeding with 20,000 joules left on fiber and had to switch to "bovie." The procedure was completed using a second fiber. Patient outcome: "no harm to patient."